Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that vessel dissection occurred. Vascular access was obtained via femoral artery. The 85% stenosed, 28mm x 3.0mm, concentric target lesion with a bend between 45 and 90 degrees was located in the mildly tortuous and mildly calcified right coronary artery. A 38x2.75mm promus premier stent was deployed for treatment. However, post-deployment, a proximal edge dissection was noted. The procedure was completed by a 24x2.75mm promus premier stent to cover the dissection. No further patient complications were reported and the patient's status was stable.